Event description:
The customer alleged oil mist and haze was coming from the unit. The customer stopped the cycle and noticed the haze also stopped. There were no human reactions to the haze. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
(B)(4). Oil mist. Capital equipment, evaluated at customer site. The fse reported the following: diagnosed the sterrad nx unit emitting oil mist. The fse replaced the oil fill caps on the vacuum pump then performed the vacuum/plasma test procedure, the vacuum leak test, and the temperature verification procedure. An empty chamber test cycle was also completed. Conclusion: asp assessment: the vacuum pump was not returned on this complaint. The fse performed a visual examination of the pump and determined that the oil mist/haze was emanating from the oil fill plugs. See attached pictures of examples of this degradation. A change order (co) was initiated to change the design of the vacuum pump to have stainless steel oil fill plugs as opposed to oil fill plugs made from nylon. The fmea was reviewed and updated for this issue. The co mitigated the rpn number to an acceptable level. A health hazard evaluation was also performed and had a negligible risk. The DHR for the sterrad nx (B)(4) was reviewed, there were no issues related to this failure mode noted.